Event description:
Related to MFR report # 2183959-2012-00763. An intexen fgs graft was implanted on (B)(6) 2013. It was reported that the patient was seen at 2 and half weeks for follow up and the vaginal walls appeared white, inflamed and discharge was observed. Patient's treatment is pending.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.